Event description:
It was reported that an ilet user experienced hyperglycemia when their cgm initially did not display readings after warmup, then showed high glucose during the call, and a confirmatory fingerstick meter read ¿hi¿ consistent with a glucose level over 600 mg/dl; the user was advised to check for ketones. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included customer interview and review of device use and reported glucose data. Investigation of this case revealed no identifiable device malfunction and an undetermined cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.